Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose was 542mg/dl at the time of the incident. The patient's current blood glucose was 535 mg/dl. The customer reported that had headache, shaking, thirst, insides are burning and still feels this way. The customer thought she had given a bolus through the pump for blood glucose reported and did give a correction bolus through the pump after they corrected the issue. The customer was advised to call back later to troubleshoot. The insulin pump will not be returned for analysis.